Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device rewinds and primes properly. No pump error 43 alarm noted. Device received with normal operating currents. No unexpected battery failed alarm noted. Device received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 110 mg/dl. The customer reported that they had performed that troubleshooting for insulin pump error. There was failed battery alarm and customer declined troubleshooting for it. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The insulin need to be replaced. The insulin pump will be returned for analysis.